Event description:
A revision of the right hip has been reported due to pain and elevated metal ions. The revision of patient's left hip was reported on (B)(6) 2014, report no. 3005477969-2014-00557.

Manufacturer narrative:
.